Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8am on (B)(6). The patient reported obtaining a blood glucose reading of 166mg/dl on the subject meter and alleged that it was inaccurately high compared to their feelings and/or normal readings. The patient also reported obtaining a reading of 135mg/dl, but the time difference between these results exceeded 20 minutes. The patient manages their diabetes with pills, diet and exercise. The patient reported that they had increased their exercise regimen in the past six months. The patient reported developing symptoms of "rapid heartbeat, confusion and sweaty" at 12pm on (B)(6). The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.